Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: e3: reporter is a j&j sales representative. D4, h4: the date of expiration and date of manufacture are unknown at this time. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported from japan that during an unspecified surgical procedure on 5/30/2024 it was observed that the cordcutter *ea device front handle was excessively stiff to operate. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the device is in used condition as expected. The inner shaft was removed, no structural anomalies were found. When performing the functional test, a sample suture was used, it was placed into the cutting hole and the device worked as intended, the suture was cut with no problem, the device performed well, however, there was a slight resistance felt when cutting. Device history (lot): a manufacturing record evaluation was performed for the finished device and no non-conformances were identified. The overall complaint was confirmed as the observed condition of the cordcutter *ea would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to procedural variables, such handling of the device or product interaction during sterilization process; the inner shaft was interchanged from another cord cutter while reassembly creating a jamming condition between the inner shaft and its housing. As per IFU; while disassembled ensure that the instrument and its removable inner shaft remain together during cleaning., it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H4: the device manufacture date was reported as unknown on the initial report. Please note that the date of manufacture has been updated accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.